Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus") and uterine perforation ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus") in a female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient started essure (ess205). In 2009, the patient experienced dental caries ("tooth decay"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), device breakage (serious criterion medically significant), uterine perforation (serious criterion medically significant) and abdominal pain lower ("severe, lower abdominal pain, cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). At the time of the report, the pelvic pain, device breakage, uterine perforation, dental caries, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered pelvic pain, device breakage, uterine perforation, dental caries, dyspareunia and abdominal pain lower to be related to essure (ess205). The reporter commented: removal of the uterus in its entirety, or excision of the broken coils, was not attempted because such removal or excision was too risky, the pieces of broken inserts had to be left inside of plaintiff's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2003: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) inserted and experienced severe pelvic pain, amongst non serious events. Plaintiff underwent a bilateral salpingectomy and after procedure, she was told that two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus (seen as device breakage and uterine perforation). These events are anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. In this case, the exact time point and mechanism of uterine perforation and device breakage are not known, however, considering the events' nature, a causal relationship with essure was considered as related. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), device breakage ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus/device breakage,") and uterine perforation ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus/perforation (uterus") in a 55-year-old female patient who had essure (ess205) (batch no. 12234391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no acute evidence of urinary tract mess, acute pyelonephritis or urethral obstruction or stricture. No visible etiology of obstruction. No pleural or pericardial effusion. Normal size heart. Small fat containing right bochdalek hernia. Clear lung bases. Impression: punctuate left renal calculus. No additional urolithiasis, nor obstructive uropathy. Unchanged left asymmetrically small left kidney with cortical thinning. Minimal uncomplicated sigmoid diverticulosis. Previously administered products included for an unreported indication: birth control from 1990 to 2003. Concurrent conditions included haemorrhage nos, infection nos, dystrophic calcification, inflammation (chronic) and endocervical squamous metaplasia. On (B)(6)2003, the patient had essure (ess205) inserted. In 2009, the patient experienced dental caries ("tooth decay"). On (B)(6)2010, 6 years 7 months after insertion of essure (ess205), the patient experienced bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes") and tooth disorder ("dental problems"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), nausea ("nause"), fatigue ("fatigue") and weight fluctuation ("weight gain/weight loss"). On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain, cramping"), abdominal pain ("abdomen pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6)2016). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the device breakage, uterine perforation, dental caries, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, fatigue, weight fluctuation and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dental caries, device breakage, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: removal of the uterus in its entirety, or excision of the broken coils, was not attempted because such removal or excision was too risky, the pieces of broken inserts had to be left inside of plaintiff's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.447 kgs. Hysterosalpingogram - on (B)(6)2003: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and mr, medically confirmed, new reporter, relevant history and condition, lab data,essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number, start stop date were updated, concomitant product, new events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, nausea, dental problems, dysmenorrhea (cramping), fatigue, weight gain / loss, abdomen pain and hormonal changes were added.the events device breakage, dyspareunia (painful sexual intercourse), pain, migration of essure device location of device: uterus, perforation (uterus) clubbed with previous event. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), device breakage ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus/device breakage,") and uterine perforation ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus/perforation (uterus") in a 55-year-old female patient who had essure (ess205) (batch no. 12234391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no acute evidence of urinary tract mess, acute pyelonephritis or urethral obstruction or stricture. No visible etiology of obstruction. No pleural or pericardial effusion. Normal size heart. Small fat containing right bochdalek hernia. Clear lung bases. Impression: punctuate left renal calculus. No additional urolithiasis, nor obstructive uropathy. Unchanged left asymmetrically small left kidney with cortical thinning. Minimal uncomplicated sigmoid diverticulosis. Previously administered products included for an unreported indication: birth control from 1990 to 2003. Concurrent conditions included haemorrhage nos, infection nos, dystrophic calcification, inflammation (chronic), endocervical squamous metaplasia and overweight. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2009, the patient experienced dental caries ("tooth decay"). On (B)(6) 2010, 6 years 7 months after insertion of essure (ess205), the patient experienced urethral stenosis ("bladder or urinary problems or changes or urethral stricture") and tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), nausea ("nause"), fatigue ("fatigue") and weight fluctuation ("weight gain/weight loss"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain, cramping"), abdominal pain ("abdomen pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the device breakage, uterine perforation, dental caries, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, urethral stenosis, nausea, tooth disorder, dysmenorrhoea, fatigue, weight fluctuation, abdominal pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dental caries, device breakage, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder, urethral stenosis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: removal of the uterus in its entirety, or excision of the broken coils, was not attempted because such removal or excision was too risky, the pieces of broken inserts had to be left inside of plaintiff's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received. Events bladder disorder and urinary tract disorder replace with urethral stricture. Event urinary tract infection added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), device breakage ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus/device breakage,") and uterine perforation ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus/perforation (uterus") in a 55-year-old female patient who had essure (ess205) (batch no. 12234391-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no acute evidence of urinary tract mess, acute pyelonephritis or urethral obstruction or stricture. No visible etiology of obstruction. No pleural or pericardial effusion. Normal size heart. Small fat containing right bochdalek hernia. Clear lung bases. Impression: punctuate left renal calculus. No additional urolithiasis, nor obstructive uropathy. Unchanged left asymmetrically small left kidney with cortical thinning. Minimal uncomplicated sigmoid diverticulosis. Previously administered products included for an unreported indication: birth control from 1990 to 2003. Concurrent conditions included haemorrhage nos, infection nos, dystrophic calcification, inflammation (chronic), endocervical squamous metaplasia and overweight. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2009, the patient experienced dental caries ("tooth decay"). On (B)(6) 2010, 6 years 7 months after insertion of essure (ess205), the patient experienced urethral stenosis ("bladder or urinary problems or changes or urethral stricture") and tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), nausea ("nause"), fatigue ("fatigue") and weight fluctuation ("weight gain/weight loss"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain, cramping"), abdominal pain ("abdomen pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the device breakage, uterine perforation, dental caries, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, urethral stenosis, nausea, tooth disorder, dysmenorrhoea, fatigue, weight fluctuation, abdominal pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dental caries, device breakage, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder, urethral stenosis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: removal of the uterus in its entirety, or excision of the broken coils, was not attempted because such removal or excision was too risky, the pieces of broken inserts had to be left inside of plaintiff's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion . 12234391-invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident : no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), device breakage ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus/device breakage,"), uterine perforation ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus/perforation (uterus") and urethral stenosis ("bladder or urinary problems or changes or urethral stricture") in a 55-year-old female patient who had essure (ess205) (batch no. 12234391-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no acute evidence of urinary tract mess, acute pyelonephritis or urethral obstruction or stricture. No visible etiology of obstruction. No pleural or pericardial effusion. Normal size heart. Small fat containing right bochdalek hernia. Clear lung bases. Impression: punctuate left renal calculus. No additional urolithiasis, nor obstructive uropathy. Unchanged left asymmetrically small left kidney with cortical thinning. Minimal uncomplicated sigmoid diverticulosis. Previously administered products included for an unreported indication: birth control from 1990 to 2003. Concurrent conditions included haemorrhage nos, infection nos, dystrophic calcification, inflammation (chronic), endocervical squamous metaplasia and overweight. On 19-may-2003, the patient had essure (ess205) inserted. In 2009, the patient experienced dental caries ("tooth decay"). On 1-jan-2010, 6 years 7 months after insertion of essure (ess205), the patient experienced urethral stenosis (seriousness criterion medically significant) and tooth disorder ("dental problems"). On 1-jan-2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), nausea ("nause"), fatigue ("fatigue") and weight fluctuation ("weight gain/weight loss"). On 1-apr-2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 1-jan-2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On 5-jul-2012, the patient experienced urinary tract infection ("urinary tract infection"). On 28-jul-2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain, cramping"), abdominal pain ("abdomen pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy on 27-apr-2016). Essure (ess205) was removed on 27-apr-2016. At the time of the report, the pelvic pain was resolving and the device breakage, uterine perforation, urethral stenosis, dental caries, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, tooth disorder, dysmenorrhoea, fatigue, weight fluctuation, abdominal pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dental caries, device breakage, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder, urethral stenosis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: removal of the uterus in its entirety, or excision of the broken coils, was not attempted because such removal or excision was too risky, the pieces of broken inserts had to be left inside of plaintiff's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on 1-aug-2003: total bilateral occlusion 12234391-invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus/device breakage,"), uterine perforation ("two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus/perforation (uterus"), pelvic pain ("severe pelvic pain/pain,") and urethral stenosis ("bladder or urinary problems or changes: urethral stricture") in a 55-year-old female patient who had essure (ess205) (batch no. 12234391 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no acute evidence of urinary tract mess, acute pyelonephritis or urethral obstruction or stricture. No visible etiology of obstruction. No pleural or pericardial effusion. Normal size heart. Small fat containing right bochdalek hernia. Clear lung bases. Impression: punctuate left renal calculus. No additional urolithiasis, nor obstructive uropathy. Unchanged left asymmetrically small left kidney with cortical thinning. Minimal uncomplicated sigmoid diverticulosis. Previously administered products included for an unreported indication: birth control from 1990 to 2003. Concurrent conditions included haemorrhage nos, infection nos, dystrophic calcification, inflammation (chronic), endocervical squamous metaplasia and overweight. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2009, the patient experienced dental caries ("tooth decay"). On (B)(6) 2010, 6 years 7 months after insertion of essure (ess205), the patient experienced tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nause"), fatigue ("fatigue"), weight fluctuation ("weight gain/weight loss") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced urethral stenosis (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain, cramping"), abdominal pain ("abdomen pain"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with dicycloverine hydrochloride (bentyl), surgery (bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, urethral stenosis, dental caries, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, tooth disorder, dysmenorrhoea, fatigue, weight fluctuation, abdominal pain, urinary tract infection, vaginal discharge and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, dental caries, device breakage, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder, urethral stenosis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: removal of the uterus in its entirety, or excision of the broken coils, was not attempted because such removal or excision was too risky, the pieces of broken inserts had to be left inside of plaintiff's uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram on (B)(6) 2003: total bilateral occlusion. Ultrasound scan vagina on (B)(6) 2003: everything looks good. 12234391 invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: pfs received: events: vaginal discharge, weight gain added..lab data added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) inserted and experienced severe pelvic pain, amongst non-serious events. Plaintiff underwent a bilateral salpingectomy and after procedure, she was told that two pieces had broken apart from the essure micro-inserts, and had migrated into, and perforated, her uterus (seen as device breakage and uterine perforation). These events are anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. In this case, the exact time point and mechanism of uterine perforation and device breakage are not known, however, considering the events' nature, a causal relationship with essure was considered as related. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.